Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a laparoscopic sigmoid colectomy, there was a bleeding on the anastomosis site. The patient had to be re-operated to stop the bleeding. There was no major bleeding at the time of initial anastomosis.